Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included ovarian cystectomy, d & c, endometriosis ablation and ovarian cystectomy. Concurrent conditions included human papilloma virus infection, asthma, ovarian cyst, radiculopathy, diaphoresis, endometriosis and dysfunctional uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) and lorazepam (ativan). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), irritability ("irritable"), incontinence ("incontinence"), migraine ("migraines"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("abdominal distention"), abdominal pain ("left hand side of abdomen pain"), back pain ("back pain") and breast pain ("breast pain"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, headache, weight increased, alopecia, fatigue, mood swings, irritability, vaginal haemorrhage, menorrhagia, incontinence, migraine, diarrhoea, constipation and abdominal distension outcome was unknown and the abdominal pain, back pain and breast pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, breast pain, constipation, device dislocation, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, irritability, menorrhagia, migraine, mood swings, perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: (B)(6) 2015, surgical pathology report, a. Peritoneal biopsy: 1. Endometriosis b. Bilateral tubes, bilateral salpingectomy 1. Portions of benign fallopian tube with a para tubal cyst 2. (Gross diagnosis) contraceptive devices c. Left ovarian cyst: 1. Benign ovarian follicular cyst d. End cervical curetting¿s: 1. Fragments of endo cervical and ciliated metaplastic epithelium and squamous mucosa. 2. Proliferative endometrium e. Endometrial curetting¿s: proliferative endometrium with ciliated metaplasia. (B)(6) 2015, finding: on the laparoscopy, the tubes looked normal with just some small paratubal cysts. There was a left simple ovarian cyst less than for about 1 cm. There is pretty decent size endometriosis nodule I would say probably 4 to 5 mm. On the left uterosacral ligament, and also posterior cul-de-sac and some on the right uterosacral ligaments. On the hysteroscopy, the uterus sounded to 8.5 cm and there was normal uterine cavity with just a little fluffy endometrial and the tubal ostia were both seen and there were free of any essure devices or left over pieces of the device. Current weight as of (B)(6) 2018: 165 lbs. Approximate weight at the time of essure placment: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight increased, fatigue, diarrhoea, constipation, abdominal distension, back pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure start date updated from (B)(6) 2011 to (B)(6) 2012. Events dyspareunia (painful sexual intercourse), were clubbed with previously reported events. Events mood swings, irritability, vaginal haemorrhage, menorrhagia, incontinence, migraine, diarrhoea, constipation, abdominal distension, abdominal pain, back pain, breast pain, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included ovarian cystectomy, d & c, endometriosis ablation and ovarian cystectomy. Concurrent conditions included human papilloma virus infection, asthma, ovarian cyst, radiculopathy, diaphoresis, endometriosis and dysfunctional uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) and lorazepam (ativan). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), irritability ("irritable"), incontinence ("incontinence"), migraine ("migraines"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("abdominal distention"), abdominal pain ("left hand side of abdomen pain"), back pain ("back pain"), breast pain ("breast pain") and nervousness ("nervous"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, headache, weight increased, alopecia, fatigue, mood swings, irritability, vaginal haemorrhage, menorrhagia, incontinence, migraine, diarrhoea, constipation, abdominal distension and nervousness outcome was unknown and the abdominal pain, back pain and breast pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, breast pain, constipation, device dislocation, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nervousness, perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: (B)(6) 2015, surgical pathology report, a. Peritoneal biopsy: 1. Endometriosis b. Bilateral tubes, bilateral salpingectomy 1. Portions of benign fallopian tube with a para tubal cyst 2. (Gross diagnosis) contraceptive devices c. Left ovarian cyst: 1. Benign ovarian follicular cyst d. End cervical curetting¿s: 1. Fragments of endo cervical and ciliated metaplastic epithelium and squamous mucosa. 2. Proliferative endometrium e. Endometrial curetting¿s: proliferative endometrium with ciliated metaplasia. (B)(6) 2015, finding: on the laparoscopy, the tubes looked normal with just some small paratubal cysts. There was a left simple ovarian cyst less than for about 1 cm. There is pretty decent size endometriosis nodule I would say probably 4 to 5 mm. On the left uterosacral ligament, and also posterior cul-de-sac and some on the right uterosacral ligaments. On the hysteroscopy, the uterus sounded to 8.5 cm and there was normal uterine cavity with just a little fluffy endometrial and the tubal ostia were both seen and there were free of any essure devices or left over pieces of the device. Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placment: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight increased, fatigue, diarrhoea, constipation, abdominal distension, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: nervousness. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included ovarian cystectomy, d & c, endometriosis ablation and ovarian cystectomy. Concurrent conditions included human papilloma virus infection, asthma, ovarian cyst, radiculopathy, diaphoresis, endometriosis and dysfunctional uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) and lorazepam (ativan). In november 2012, the patient had essure inserted. In 2014, the patient experienced ovarian cyst ("surgery (other) type of surgery: ovarian cyst/left ovarian cystectomy"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), irritability ("irritable"), incontinence ("incontinence"), migraine ("migraines"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("abdominal distention"), abdominal pain ("left hand side of abdomen pain"), back pain ("back pain"), breast pain ("breast pain") and nervousness ("nervous"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, headache, weight increased, alopecia, fatigue, mood swings, irritability, vaginal haemorrhage, menorrhagia, incontinence, migraine, diarrhoea, constipation, abdominal distension, nervousness and ovarian cyst outcome was unknown and the abdominal pain, back pain and breast pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, breast pain, constipation, device dislocation, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nervousness, ovarian cyst, perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: 20-jan-2015, surgical pathology report, a. Peritoneal biopsy: 1. Endometriosis b. Bilateral tubes, bilateral salpingectomy 1. Portions of benign fallopian tube with a para tubal cyst 2. (Gross diagnosis) contraceptive devices c. Left ovarian cyst: 1. Benign ovarian follicular cyst d. End cervical curetting¿s: 1. Fragments of endo cervical and ciliated metaplastic epithelium and squamous mucosa. 2. Proliferative endometrium e. Endometrial curetting¿s: proliferative endometrium with ciliated metaplasia. 20-jan-2015, finding: on the laparoscopy, the tubes looked normal with just some small paratubal cysts. There was a left simple ovarian cyst less than for about 1 cm. There is pretty decent size endometriosis nodule I would say probably 4 to 5 mm. On the left uterosacral ligament, and also posterior cul-de-sac and some on the right uterosacral ligaments. On the hysteroscopy, the uterus sounded to 8.5 cm and there was normal uterine cavity with just a little fluffy endometrial and the tubal ostia were both seen and there were free of any essure devices or left over pieces of the device. Current weight as of 18-jun-2018: 165 lbs. Approximate weight at the time of essure placment: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight increased, fatigue, diarrhoea, constipation, abdominal distension, back pain. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. Event surgery (other) type of surgery: ovarian cyst/left ovarian cystectomy added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sex"), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, headache, weight increased, alopecia and fatigue outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.